Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed the motor test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 522 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated that a no delivery alarm was received during priming. Customer also reported to have experienced a high blood glucose of 522 mg/dl and no high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.